Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device failed the downstream occlusion test. No relevant service history was found. No error codes were found in event log. Visual/functional testing was performed and found that the downstream occlusion seal was delaminated. The downstream occlusion seal was replaced to resolve this issue.